Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was dilaudid via an implantable pump for spinal pain. Regarding the dose rate and concentration of dilaudid, ¿0.1501 mg/day¿ and ¿bolus 0.0150 mg¿ was indicated. It was reported that since implant the pump has been causing pressure sores and it wearing his skin thin. The pump was further described as trying to push through his skin, causing him pain and the patient was afraid the pump is going to come out. The pump was noted as having stuck out like a head light and the patient was constantly bumping it and causing bruising. The top of the pump was sticking out. The skin could be seen as red all the way around where the pump was. The patent was scheduled to have the 40 cc pump taken out and have a 20 cc pump put in, but due to covid they had to postpone the surgery. The patient was wondering if the pump could be implanted somewhere else. The patient was to go and have their pump refilled on 2020-dec-16 and they planned to talk to their physician about pump placement. The patient was 180 pounds and did not have a lot of padding to put the pump elsewhere. It was further noted that the pump was working great and the patient could sleep at night. No further patient complications have been reported as a result of this event.